Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) couldn't pull out the ac cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, noticed power cord couldn't be pulled. The fse replaced the ac power cord reel.the fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.